Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer. The core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and confirmed the image failure. When connected to test equipment, the customer's smart cable intermittently gives a split screen image with a known, good, test video baton 2.0 and a known, good, test single use blade. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality issue to cable failure. Since the glidescope core smart cable is not repairable and a replacement was already provided to the customer, the core smart cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image flickered in and out when the cable was moved. The customer stated that the connection at the hdmi end of the cable was loose. A delay in the procedure of under a minute occurred as a backup core cable was obtained. No harm to the patient or user was reported.